Manufacturer narrative:
The device was in use for treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per qa procedure destino steerable guiding sheath in-process and final inspection sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal leak test: perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance. Per destino twist instructions for use (IFU): the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported a sma stent procedure was to be performed. They were able to gain access and cannulated the sma artery with the steerable sheath and contrast injection was performed. After measuring the anatomy and getting ready to place the stent they tried to perform a verification contrast injection and contrast began to leak from within the handle. The procedure was stopped. Patient was taken to or for additional open surgery. Patient loss 200 cc, however, no blood transfusion was required. Patient is alive, extended hospital stay was required after surgery.